Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. The field service engineer (fse) shut down the station, securely reseated the bus cable, and then powered the station back on, which resolved the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary the drawer had failed and unable to recover. The customer stated that the drawer failed and contained respiratory therapists' medication, which needed to be fixed due to its location in the intensive care unit and resulted in delays in patient workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. The field service engineer (fse) shut down the station, securely reseated the bus cable, and then powered the station back on, which resolved the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary the drawer had failed and unable to recover. The customer stated that the drawer failed and contained respiratory therapists' medication, which needed to be fixed due to its location in the intensive care unit and resulted in delays in patient workflow. There were no adverse events or injuries reported based on this incident.